Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during use, the device had lost its memory and was not able to save how much feed was given to patient, the history of the device was lost also. No patient injury has been noted.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device had lost its memory and was not able to save how much feed was given to patient, the history of the device was lost also. The unit was triaged and the reported issue could not be confirmed at this time; no functional fault was found with the unit. The unit passed recertification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.